Event description:
Caller reported that the tandem mobi pump battery would not charge and the charging connection was unstable or not recognized, despite following standard troubleshooting procedures. There was no adverse impact to the customer¿s blood glucose level. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.